Event description:
Pt had a right thoracoaabdominal radical nephrectomy with periaortic lymph nodes. She had a jp drain inserted following the procedure and three days later, the physician wrote orders to discontinue the jackson pratt drain. While attempting to remove the drain, the drain broke at approx 1/4 inch of the white tubing. The staff was unable to visualize any tubing at the entrance, therefore the portion of the tubing that broke off was retained in the patient. After the physician's discussion with the pt, the decision was made not to surgically remove the drain at this time.

Manufacturer narrative:
Unfortunately, the actual product involved in this incident was not returned for investigation; therefore, we are unable to determine the exact cause for the reported issue. No lot number was provided and therefore, a review of the device history record could not be performed. With the information provided a complete investigation cannot be performed. An analysis of the complaint trends demonstrates that this is the second time that we have received this type of report from this catalog in the last year. Wound drains will perform as intended as long as they are used according to the instruction for use (IFU). "To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain (s). Drains should be placed and removed carefully by hand only with a slow steady pressure. Excessive force may result in breakage.during placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage." We will continue to monitor for any trends.